Event description:
Implanted (B)(6) 2011 and began experiencing adverse symptoms in (B)(6) 2012. My first symptom was a fungal infection on my breasts and down my sides as well as bloody and pus discharge leaking from my nipples to which my plastic surgeon requested I seek care under my pcp as according to him, was not due to my implants. The below list of symptoms are what I suffered from (B)(6) 2012 to the time of explanting my implants on (B)(6) 2019. As of (B)(6) 2019 the only symptoms that remain present are the fungal infection which is currently being treated and healing after 10 months and the dry eyes/mouth. Itching and burning sensation inside breasts, sharp chest pain, breasts are often warm to the touch, rashes on and around breasts, memory loss, brain fog, inability to function in full capacity most days, bed ridden due to pain and illness, tremors, anxiety, joint and muscle pain, vision changes, blurry and sometimes double vision, dry eyes and dry mouth, chronic sinus infection, fungal infections (skin and sinuses), dizziness, blacking out, nausea, fibromyalgia, ibs, gastritis, c-diff, constant low- grade fever, weight loss, insomnia, metallic taste, inflammation, headaches, chronic fatigue, chronic yeast infections, temperature sensitivity, hot/cold flashes, extremities discoloring, i.e. Toes and finger tips change colors and turn blue.